Manufacturer narrative:
The reported field event of capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing episodes were observed due to a loss of biventricular pacing support in both chambers. The device was explanted and replaced for an unrelated reason. No adverse consequences were detected.